Manufacturer narrative:
Additional information: d10. Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. The right atrial lead could not be fixed despite multiple attempts. The lead was explanted and replaced. The patient was stable with no adverse consequences.